Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through, merlin on demand transmission, inappropriate tachy therapy was observed. Both, right atrial and right ventricular ,leads exhibited noise and low pacing lead impedance. Device was interrogated and t-wave oversensing was suspected on real time egm. Programming changes were made. Right ventricular ;wad was capped and replaced on (B)(6) 2019. Ra lead was not replaced as the patient has an indwelling atrial lead. Patient was stable. Related manufacturer reference number: 2938836-2019-05401.

Event description:
Right ventricular lead was capped and replaced on (B)(6) 2019.